Manufacturer narrative:
H11: additional manufacturer narrative: valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patient's anatomy, this is not a malfunction of the device. The most likely cause is procedural factors, including the valve initially implanted was inadequate with regard to the patient's anatomy. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The subject device is not available for evaluation as it discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a aortic valve was explanted at implant due to coronary artery occlusion secondary to oversized valve. A 21mm 11500a was implanted in replacement. Per medical records, the patient underwent scheduled avr. The native tri-leaflet aortic valve was extremely calcified. The leaflets were dissected out and annulus debrided. The valve was sized using a 23mm sizer. A 23mm 11500a was implanted with pledgeted mattress sutures and secured with cor-knots. The valve was well-seated but snug and both coronary arteries were probed to ensure above the valve. Initial tee showed flow in the lca, however while trying to wean from bypass, the lv was not functioning on echo. Re-examined on tee showed little flow in lmca. Cpb was resumed and upon inspection found a significant calcified plaque occluding the lmca which was tacked, so the artery was widely patent. Rca was found with similar plaque at the ostium which was tacked for patency. The 23mm was removed, and aortic root enlargement with pericardial patch was perform. The valve was downsized to a 21mm so the lm would not be stretched or occluded again. The left and right coronary ostium were patent and above the aortic valve annulus. Patient was weaned from bypass and hemostasis was achieved. Tee showed well-seated aortic valve without pvl. The patient was transferred to the ICU in critical condition in cardiogenic and hemorrhagic shock. In the ICU, EKG showed acute mi. On pod #1, he was emergently taken to the cath lab and coded during the procedure, iabp was placed and was transferred to the or for emergency CABG x2. Va-ECMO was placed, and patient was transferred to the ICU. He returned to the or multiple times for re-exploration and wash outs. On pod #5, ECMO was removed and lvad placed. He continued to decompensate, in acute renal failure, cardiogenic and hemorrhagic shock. Overnight he developed vasodilatory shock and right heart failure. On pod #6 he was transition to comfort care and expired. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.